Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 150 mg/dl. The customer also reported jumping into the pool while connected to the insulin pump before the button error alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump also received with minor scratched lcd window, and cracked reservoir tube lip. The insulin pump had a corroded lcd board noted during visual inspection.